Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received multiple failed battery tests. The customer's blood glucose level was 160 mg/dl. He was advised to revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, failed battery test, or off no power alarm noted. The insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked pump belt clip slot.